Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to multiple implantable cardioverter defibrillator (ICD) shocks and syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed rare undersensing during ventricular arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.